Event description:
It was reported that a pocket infection occurred which was related to the implant procedure. The organism was identified as staphylococcus aureus. The patient was hospitalized in the intensive care unit and noted to have septic shock with acute respiratory failure requiring intubation, triple antibiotic therapy and urgent implantable cardioverter defibrillator (ICD) system extraction. It was also noted that the patient had low hemoglobin requiring several transfusions. The patient developed hepatic shock with progressive relapse of cytolysis and cholestasis and renal failure requiring dialysis. The patient was subsequently diagnosed with multiple organ failure which resulted in death. The patient is a participant in the adapt response clinical trial. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.